Event description:
Original surgery was completed on (B)(6) 2021. The patient ignored guidelines provided by surgeon and was playing full-contact ice hockey, where he was checked and landed on his shoulder. Revision surgery was completed on (B)(6) 2023 where poly insert implant size 36 +8 was removed and upsized to a semi-constrained poly insert implant size 36 +0 and humeral spacer implant +12.